Event description:
Doctor reported that patient came to medical center due to loose abutment. After examination in laboratory it was determined that the implant self was fractured at tooth site 37. Patient has been rescheduled for removal and new implant placement.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. Brand name unknown / not provided. Type of the device unknown / not provided. Additional device information unknown / not provided. Premarket identification unknown / not provided. Device manufacturer date unknown / not provided. Since the lot number and device will not be returned , identifying a definitive root cause will not be possible. Should additional information be received which indicated that the device may have caused or contributed to the event, an additional report would be submitted.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One unknown biomet implant was reported but not returned for investigation. Therefore, physical evaluation could not be performed. The investigation was performed using applicable instructions for use, risk files and other available information. X-ray was provided - implant fracture was identified around the collar and screw fracture around the threads. Additionally, although not too clear, customer image seems to have the top part of the implant and screw. Device history record (DHR) and complaint history review could not be performed as the lot/item numbers were not available. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. Therefore, based on the available information (x-ray/picture evaluation), device malfunction did occur and the reported event (implant fracture) was confirmed.

Event description:
No further event information is available at the time of this report.